Manufacturer narrative:
Pc-(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Rectum ca. What surgical procedure was performed? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Senior colorectal surgeon fired the device. Device was used during product trial, so first time using the device. Sales rep was in the or during the surgery. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark and noise. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x360. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, and they looked ok. Were there any issues noted with staple formation? No. Was a leak test performed? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? The patient was operated on 18th of may and re-operated monday night 23rd of may. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Re-operation. What is the current patient status? Unknown.

Event description:
It was reported that there was an anastomosis leakage after using cdh29p in colorectal surgery. Patient was re-operated.